Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue occurred in the pharmacy, before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4 (update to lot # and expiration date), d9 (sample received), h3, h4 (update to manufacturing date), h6 (update to type of investigation and investigation findings) and h10. H4: the lot was manufactured from november 9, 2022 - november 10, 2022. H10: one used device was received for evaluation. An unaided visual inspection was performed, and no defect could be identified. Functional testing was performed using tap water and a leak was observed at the spike port bonding area. The reported condition was verified. The cause of the condition could not be determined; however, it was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.